Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 1999 under wo #9276. Service & repair confirmed the foot pedal was not properly functioning. The foot pedal is an external pneumatic device to create air displacement that inflates a diaphragm inside the console. The inflated diaphragm pushes on a switch that turns the power on to the unit. Without the foot pedal providing the air displacement the mechanism cannot push on the internal switch. Given the age of the foot pedal the root cause for this complaint condition is wear and tear. This unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Correction and/or corrective action: coopersurgical service and repair team replaced the diaphragm on the unit and returned it with a new foot pedal. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. None. No applicable training to train to. Was the complaint confirmed? No.

Event description:
Customer stated "the machine when we press it doesn't make any noise and it stops when they cut". Reference repair order: 91433. Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "the machine when we press it doesn't make any noise and it stops when they cut". Reference repair order: 91433. (B)(4).